Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports related to implant loosening. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 37. By product family: 89 (42x smartset hv, 47x smartset mv). H10 additional narrative: h6 patient code: no code available (3191) was used to capture medical device removal and surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports related to implant loosening. Total for lot number: 2 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 37 by product family: 89 (42x smartset hv, 47x smartset mv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 20 apr 2018 medical records received. After review of the medical records for MDR reportability, the patient was revised (B)(6) 2017 to address left knee aseptic failure. During the surgery notes, the surgeon reported that there was debonding of the cement to the tibial component, patella polywear, and stiffness. Competitor components were placed during the revision. Doi: (B)(6) 2017. Dor: (B)(6) 2017 (left knee).